Event description:
It was reported that during an unspecified procedure a shaft break occurred. Vascular access was obtained through the right femoral artery. The 80% stenosed de novo lesion was located in the diagonal (dx) branch. The physician attempted to advance the 2.25 x 6.0mm flextome cutting balloon to the lesion however, was unsuccessful. The lesion was dilated with a 2.25 x 15mm quantum maverick balloon. The physician re-advanced the flextome cutting balloon into a non-bsc guide catheter when the shaft kinked. The device was removed from the guide catheter and an attempt was made to straighten the kink; however the shaft broke into two pieces at the site of the kink. The procedure was completed with a different device. There were no patient complications and the patient's status is reported as ok.

Event description:
It was reported that during an unspecified procedure a shaft break occurred. Vascular access was obtained through the right femoral artery. The 80% stenosed de novo lesion was located in the diagonal (dx) branch. The physician attempted to advance the 2.25 x 6.0mm flextome cutting balloon to the lesion however, was unsuccessful. The lesion was dilated with a 2.25 x 15mm quantum maverick balloon. The physician re-advanced the flextome cutting balloon into a non-bsc guide catheter when the shaft kinked. The device was removed from the guide catheter and an attempt was made to straighten the kink; however the shaft broke into two pieces at the site of the kink. The procedure was completed with a different device. There were no patient complications and the patient's status is reported as ok.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination of the flextome cutting balloon was carried out. Examination revealed a broken hypotube shaft 623mm from the rapid exchange (rx) bond. The device could not be inflated due to the shaft break. No material anomalies or other visible damages were noted on the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).